Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that the error message 'selected patient folder is corrupted' and the disappearance of the patient folder on the rosa brain side is due to a known software anomaly. A resolution is currently known and consists of manually adding the series date field in the patient file. This software anomaly will be addressed through our design issues management process.

Event description:
The clinical representative (cr) was present for a seeg case on (B)(6) 2020. Prior to the surgery case, the cr was working with the surgeon from radiology on getting the rosa study plan on the laptop to the rosa robot. There were 10 trajectories initially planned. The cr saved the study and exported the study to a usb drive. The surgeon wanted to merge a couple more image series onto the study. He merged one image series. Upon the second image series, he noticed that the image didn¿t align perfectly. Due to the patient being brought into the room, he backed out of the merged process and plan to merge the second image series inside the operating room. The cr exported the study again and chose 'yes' to overwrite the original one. The cr turned on the rosa robot and tried importing in the previously mentioned study. An error appeared that warns about corrupted content and would not allow the study to be imported. This error occurred at approximately 2:20 pm pst. The cr turned on the rosa laptop to retry the exporting process. However, the patient folder was no longer visible on the rosa laptop anymore. He then went on the maintenance side of the rosa laptop. The cr saw that the patient folder was still present, but for some reason the rosa brain software side did not accept it. The cr deleted the content on his usb drive and then copy the specific patient folder onto the usb drive again while logged into the maintenance side. The rosa robot showed the same error message during the repeat import process. After the second corruption error, the surgeon created a new patient folder. The surgeon then proceeded to plan the trajectories from the beginning. While the surgeon was planning the trajectories, the operating room staff members were still prepping the patient. The staff members had to connect the patient to the head clamp, connect to rosa, put in bone fiducials, bring in the o-arm and get the CT image taken. By the time all that happened, the surgeon finished the planning process so there was zero delay in the surgery case due to this complaint event. His last trajectory was placed at approximately 3:10 pm pst.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (UDI) #: ((B)(4).

Event description:
The clinical representative (cr) was present for a seeg case on (B)(6) 2020. Prior to the surgery case, the cr was working with the surgeon from radiology on getting the rosa study plan on the laptop to the rosa robot. There were 10 trajectories initially planned. The cr saved the study and exported the study to a usb drive. The surgeon wanted to merge a couple more image series onto the study. He merged one image series. Upon the second image series, he noticed that the image didn¿t align perfectly. Due to the patient being brought into the room, he backed out of the merged process and plan to merge the second image series inside the operating room. The cr exported the study again and chose 'yes' to overwrite the original one. The cr turned on the rosa robot and tried importing in the previously mentioned study. An error appeared that warns about corrupted content, and would not allow the study to be imported. This error occurred at approximately 2:20 pm pst. The cr turned on the rosa laptop to retry the exporting process. However, the patient folder was no longer visible on the rosa laptop anymore. He then went on the maintenance side of the rosa laptop. The cr saw that the patient folder was still present, but for some reason the rosa brain software side did not accept it. The cr deleted the content on his usb drive and then copy the specific patient folder onto the usb drive again while logged into the maintenance side. The rosa robot showed the same error message during the repeat import process. After the second corruption error, the surgeon created a new patient folder. The surgeon then proceeded to plan the trajectories from the beginning. While the surgeon was planning the trajectories, the operating room staff members were still prepping the patient. The staff members had to connect the patient to the head clamp, connect to rosa, put in bone fiducials, bring in the o-arm and get the CT image taken. By the time all that happened, the surgeon finished the planning process so there was zero delay in the surgery case due to this complaint event. His last trajectory was placed at approximately 3:10 pm pst.